Manufacturer narrative:
Distribution history the complaint product was purchased from vitalcare trading limited. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Patient injury has been reported during c-sections utilizing the fetal pillow, for which all complaints resulted in an MDR number. However, these complaints could not be confirmed since none of the complaint products were returned to csi for evaluation. Product receipt the complaint product has not been returned to cooper surgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to cooper surgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to cooper surgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Evaluation of the publications was completed by a health care practitioner. Hcp's. Finding was: based on my review of the mumtaz publication, as well as the cooper surgical psur, and considering the baseline risk of uterine rupture (without use of the fetal pillow), I do not believe there is an indication of increased risk of uterine rupture from use of the fetal pillow. Cooper surgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
G2: literature: journal article citation: mumtaz h, magro m, kunal rathod k. Two cases of posterior uterine rupture after foetal pillow use; do we need to think twice about using the foetal pillow j gynecol clin obstet reprod med. 2023;1 3:90-5. G2: foreign: united kingdom. Complaint generated from journal article. The location of the device is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was published in the journal of gynecology, clinical obstetrics and reproductive medicine, that the patient experienced an emergency caesarean section using a fetal pillow was performed due to a delay in the second stage of labour. Intraoperatively a 6cm vertical partial thickness posterior wall dehiscence was noted. Surgical repair of posterior wall dehiscence was performed. Total estimated blood loss of 1300mls was due to trauma. The patient delivered a healthy baby boy with an uneventful recovery. Fp-010 fetal pillow 2023-09-0000165.